Manufacturer narrative:
Event date: (B)(6) 2022- (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the center port. The issue was identified during setup/preparation in the pharmacy prior to dispensing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 20, 2022 - july 21, 2022. H10: only three (3) samples were received for evaluation. The other three (3) samples were not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area in all returned samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.